Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: on investigation, the pump powered on with fully functioning auditory sounds. Investigation did not duplicate the alleged no sound complaint. The pump was opened for investigation; no intermittent conditions were found to the audio tone module.